Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported leak appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. Return device analysis noted a tear in the outer member, distal to the distal end of the guide wire exit notch. In this case, it is likely that the balloon dilatation catheter (bdc) was inadvertently mishandled during advance of the device, such that the shaft became damaged (tore) and consequently resulted in the reported leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a calcified lesion in the left circumflex artery. The 2.0x15mm rx mini trek balloon catheter was advanced to the target lesion and inflation attempted however the balloon would not inflate. The catheter was removed and a leak in the distal shaft was noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.